Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was in the 700 mg/dl range. Customer was admitted to the hospital. Contact alleged the pump was the cause of the elevated bg as a malfunction alarm occurred on (B)(6) 2018. Intravenous insulin was administered to manage bg. Customer was discharged on (B)(6) 2019. Elevated bg resolved with no permanent injury.